Event description:
Reporter alleged blood glucose measured 497 mg/dl at 6:01 pm, back to back with a result of 208 mg/dl performed at 6:06 pm. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.